Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The device did not power on when the on/off button was pressed. Physio removed the charge-pak and switch flex and evaluated it further. It was observed that there was a residue film that was covering the contact surface, causing the device to not power on when the on/off button was pressed.  The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when attempting to power on the device. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient.  There was no patient use associated with the reported event.